Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2017 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1 and 2). Per op notes, ¿an incision was made below the umbilicus. An indirect hernia defect was identified on the right side and reduced. A very large hernia was identified on the left side and reduced. A large 3dmax mesh (device 1) was placed on the left preperitoneal space and secured into the pubic tubercle with two large tacks. A large 3dmax mesh (device 2) was placed on the right and secured with six tacks. The fascial defect was then closed with sutures.¿ on (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿an incision was made in the left inguinal region. A hernia was noted to be protruding through an indirect pattern going into the scrotal sac. The hernia contents were reduced. A lot of scar tissue was noted and dissected out. Two hernia sacs a direct and indirect were identified. Previously placed mesh (device 1) was noted to be more lateral than necessary. A synthetic mesh was placed and secured to the cooper¿s ligament with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b3, b4, b5, b7, d3, d.6a, g3, g4, g6, h2, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.